Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied for medical records and no response was received for medical imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was explanted but not returned therefore an evaluation could not be completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: (B)(4).

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type iii (a or b) endoleak was detected. However, the exact date of event is unknown. The physician elected to treat the patient by explanting the devices sometime in (B)(6) 2015. There have been no additional patient sequelae reported.